Manufacturer narrative:
Vyaire complaint #: (B)(4). Results of investigation: the vyaire failure analysis laboratory received the suspected device and performed a failure investigation. The service technician was unable to duplicate the reported issue. During testing, the module blower was found to fail the leak test. The blower module was replaced, and the device passed all testing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to vyaire medical that a patient expired while connected to the revel ventilator. The customer reported that the device did not deliver breaths.